Event description:
According to the reporter, following laboratory evaluation, it was noted that the proximal seal of one of the ports had a slight tear in it. There was no damage observed at the beginning of the evaluation when the packaging of the port was first opened. It was noted that the tear did not cause any performance issues (i.e. Loss of insufflation), the port was not replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.